Manufacturer narrative:
Other applicable components are: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient.

Event description:
Additional information received from the patient reported the patient was peeing more. It was noted the patient programmer (pp) was showing the warning screen "replace batteries." It was stated they drink a lot of coffee and more water. It was also mentioned that they once pushed the wrong button and their implantable neurostimulator (ins) was off. They didn't know about it for 2 weeks until the nurse determined that because they were having a problem. It was stated it was turned back on, and now they call the manufacturer and walk them through it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient mentioned they had been seen by their healthcare provider (hcp) for an issue, but they could not remember what it was. The patient had been seen on (B)(6) 2016 and the hcp determined they had accidentally turned their stimulation off for two weeks. The patient later reported on (B)(6) 2016 they had experienced a loss or change of therapy; the patient stated they had to go to the bathroom more than normal last night and mentioned it could have just been a rough night. The patient noted they had drank a lot of coffee in the morning, however they usually only went to the bathroom once at night though. On saturday they had decided to turn the stimulation down one notch and they weren't sure if they had done it right and was worried. Troubleshooting revealed the stimulation was on and on the desired settings. The patient verified they had been using the patient programmer (pp) correctly and noted they had a follow up appointment with their healthcare provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.